Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 35. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and increased sensitivity. No furtherpatient complications were reported.